Manufacturer narrative:
Additional information was received on october 06, 2014. The product will not be returned for evaluation, as it was disposed of by the facility.

Event description:
Upon follow-up, additional information was received indicating that during a hemi-thyroidectomy on a male patient, blood was noticed in the patient's endotracheal tube post intubation. A bronchoscopy was immediately ordered and a mucosal tear was found in the patient's trachea. As a result, the surgery was abandoned with another broncoscopy performed 5 days later as follow-up. The surgery was postponed several weeks and rescheduled approximately 1 month after the incident. The patient was reported as doing "well".

Event description:
It was reported that ¿there have been accidents e.g. Tracheal tear when using these tubes. Therefore, the surgeons/anesthetists are now refusing to use them.¿ multiple attempts to obtain additional information for this reported event have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter: (B)(6). (B)(4). The product has not been returned for analysis. Methods: no testing methods performed. This device is used for therapeutic purposes.